Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photograph were provided for evaluation. The photograph was reviewed and displayed the set's label along with the venous line, which appeared to be detached from the pod tubing. Visual inspection of the returned sample also confirmed that the tubing connected to the pod had become detached from the set. Based on the investigation finding, the product did not meet internal specification; therefore, the reported defect was confirmed. Incidents of this nature are typically attributed to operator error during the manual solvent application process. The operator did not apply solvent to the tubing during the bonding procedure. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the venous pod tube broke off during the stringing process. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.